Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had three dislodged leads. Approximately one month prior to (B)(6) 2017 it was determined the left ventricular lead (sn: (B)(4)) had no capture capability and was dislodged. Approximately one week prior to (B)(6) 2017 it was determined the right ventricular lead (sn: (B)(4)) was relaying decreased r-waves and was dislodged. The physician initiated a revision procedure on (B)(6) 2017 and during the procedure discovered the atrial lead (sn: (B)(4)) was also dislodged. In lieu of revision, all three leads were explanted and replaced. Prior to the procedure, the patient reported feeling fatigue. The patient was stable during and after the procedure.